Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that three months after a procedure where a farawave 31 mm - us was used, a patient was administered a class ii antiarrhythmic drug (beta-receptor blocker) due to an arrhythmia other than atrial fibrillation, based on the results of a follow-up examination. A 12-lead ECG showed sinus rhythm. No more information was provided. There were no device malfunctions reported. The device was disposed and is not expected to be returned for laboratory analysis. It was further reported that the pulmonary veins and cavotricuspid isthmus were re-ablated. The patient has sense been considered fully recovered.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that three months after a procedure where a farawave 31 mm - us was used, a patient was administered a class ii antiarrhythmic drug (beta-receptor blocker) due to an arrhythmia other than atrial fibrillation, based on the results of a follow-up examination. A 12-lead ECG showed sinus rhythm. No more information was provided. There were no device malfunctions reported. The device was disposed and is not expected to be returned for laboratory analysis.